Event description:
A customer reported difficulty with a cartridge moving along the guide tracks of a pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump case, inspect, and clean specific areas, including removing an o-ring from the pneumatic tap. The customer successfully reloaded the original cartridge and was able to resume insulin therapy without further issues.